Event description:
Pt underwent bilateral breast reconstruction using silicone gel implants in 1981. Recently developed capsular contractures. Implants removed 5/6/1999. Right capsule contained globular debris compatible with silicone though right implant was intact. Left implant found to be ruptured at time of removal.